Event description:
Customer's mother reported that the insulin pump was cracked around the battery cap area. Caller was unsure of how the damage occurred. Blood glucose level was 486 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case on display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.